Manufacturer narrative:
(B)(4). The carefusion factory service center received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device duplicated the reported issue and found that the unit had a faulty lcd screen and backlight, causing a blank screen.

Event description:
The customer reported that the lcd was blank when the unit was turned on. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect components from the sipap ventilator, a lcd assembly and lcd backlight inverter printed circuit board assembly (pcba), and evaluated the devices. An evaluation of the lcd assembly found major physical damage to the rear metal cover and liquid dried onto the edges of the display, but the reported issue was not duplicated. An evaluation of the lcd backlight inverter pcba verified that the lcd was black and did not power on and no voltage output was found to power on the lamps. A true root cause was not found as the schematics for the pcba were not available as it is a purchased part. The vyaire factory service center repaired the sipap ventilator and the unit meets manufacturer's specifications.